Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit was not received in critical pump error (open book image). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit was received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, faded serial number label, peeling serial number label and slightly peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer did not recall blood glucose at the time of incident. Customer states he has an alarm presented on the pump that has an arrow and an open book on it. Cust states he does not know of any significant events that lead to the issue. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.